Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. Carefusion performed the button test and the unit's "select button" located on the led display did not respond while being pressed. Visual inspection determined that "select button" was physically damaged due to use of wear and tears. Carefusion replaced the led display to correct the reported issue.

Event description:
It was reported to carefusion that the "select" button on the ventilator was stuck in the depressed state and will not pop back up. This issue was discovered during a flight when the staff went to change the tidal volume. The unit was on a patient at the time. The patient was placed on the spare ventilator with no harm.